Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel lock on the mayfield infinity skull clamp (a1114) remained lock despite being moved to the unlocked position. While positioning the patient for a retrosigmoid craniotomy, the patient was initially positioned laterally and was not repositioned at any time. The head came out of the pins, lacerating the patient about 1.5 inches across the forehead requiring stitches. 60lbs pressure was applied during the surgery using an integra adult disposable pins (a1120). There was a delay for 45 minutes as they had to get plastic surgery to suture the laceration. Patient is fine now, healing from forehead laceration well with stitches.

Event description:
N/a.

Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was not returned for evaluation after three good faith attempts (gfes) were made. Additionally, device history record (DHR) could not be reviewed and the root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.